Event description:
Allergan aesthetics received a report from a patient treated with a coolsculpting system to the abdomen and may have developed paradoxical hyperplasia (ph) to the lower abdomen.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a3a, a4, a6, b5, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit. H9: corrective action #: z-1346-20, z-1348-20, z-1350-20.

Event description:
Patient reported a coolsculpting system treatment on (B)(6) 2016 to the outer thigh and flanks using coolfit curve applicator and coolsmoothpro applicator, on (B)(6) 2016 to the outer thigh using coolsmooth pro applicator, on (B)(6) 2016 to the abdomen and to the thigh using the coolfit applicator and coolmax applicator, on (B)(6) 2016 to the flank using the coolcurve applicator, on (B)(6) 2016 to the flank using the coolcurve applicator, on (B)(6) 2017 to the flank using the curve applicator, on (B)(6) 2018 to the abdomen using the max applicator, on (B)(6) 2018 to the abdomen using the coolfit applicator, and on (B)(6) 2019 to the abdomen using the max applicator. The abdomen and flanks were presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: b5, h7, h9, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient who received a coolsculpting system treatment on (B)(6) 2016 to the outer thigh and flanks using coolfit curve applicator and coolsmoothpro applicator, on (B)(6) 2016 to the outer thigh using coolsmooth pro applicator, on (B)(6) 2016 to the abdomen and to the thigh using the coolfit applicator and coolmax applicator, on (B)(6) 2016 to the flank using the coolcurve applicator, on (B)(6) 2016 to the flank using the coolcurve applicator, on (B)(6) 2017 to the flank using the curve applicator, on (B)(6) 2018 to the abdomen using the max applicator, on (B)(6) 2018 to the abdomen using the coolfit applicator, and on (B)(6) 2019 to the abdomen using the max applicator. The abdomen may have developed paradoxical hyperplasia (ph).